Event description:
It was reported that during implant of this lead, the coronary sinus cannulation was being performed and the lead started to be inserted, however, it was found that this lead was damaged. The lead was therefore not implanted and there was no other left ventricular (lv) lead to complete the procedure, so the procedure was cancelled. It was mentioned the patient was only administered with local anesthesia. No adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that during implant of this lead, the coronary sinus cannulation was being performed and the lead started to be inserted, however, it was found that this lead was damaged. The lead was therefore not implanted and there was no other left ventricular (lv) lead to complete the procedure, so the procedure was cancelled. It was mentioned the patient was only administered with local anesthesia. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during implant of this lead, the coronary sinus cannulation was being performed and the lead started to be inserted, however, it was found that this lead was damaged. The lead was therefore not implanted and there was no other left ventricular (lv) lead to complete the procedure, so the procedure was cancelled. It was mentioned the patient was only administered with local anesthesia. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this lead, the coronary sinus cannulation was being performed and the lead started to be inserted, however, it was found that this lead was damaged. The lead was therefore not implanted and there was no other left ventricular (lv) lead to complete the procedure, so the procedure was cancelled. It was mentioned the patient was only administered with local anesthesia. No adverse patient effects were reported. The lead was returned for analysis.